Manufacturer narrative:
This report is submitted november 8, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the implant. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is filed on january 23, 2019.

Manufacturer narrative:
It is now reported that the patient underwent surgery to explant the device (date not reported) and the patient was reimplanted with a new device during the same surgery.this report is filed on december 14, 2018.

Manufacturer narrative:
It has since been reported that the patient also experienced device extrusion. The explant date has been provided and updated. This report is submitted on january 7, 2019.

Manufacturer narrative:
It has since been reported that the patient also experienced device extrusion. The explant date has been provided and updated. This report is submitted on january 7, 2019.